Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-04565. The pt received four leads with two different lot numbers. It was reported the pt was unable to increase the stimulation due to auto reduction. The sjm rep met with the pt for reprogramming and determined 8 contacts had invalid impedances. The pt no longer had stimulation coverage. An x-ray was taken and no anomalies were noted. It was reported there was no course of action planned.